Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter sterilized water was injected but the water could not be extracted.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it is not reportable. This report is being submitted as additional information. The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0310. Visual inspection noted the catheter balloon was asymmetrical. During testing, the catheter filled with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe, the balloon inflated and was asymmetrical per (B)(4) formula ((1.5 / (1.5 + 0.5) * 100, ballon concentricity= 75/25. Only 6 ml of methylene blue solution in the catheter balloon was deflated within 5 minutes. Again, the catheter was filled with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in-house syringe. The balloon deflated 10ml of solution within 01min05sec. This is out of specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter sterilized water was injected but the water could not be extracted. Based on sample evaluation results which completed on 25dec2025, it was reported that the ballon concentricity= 75/25 and balloon mushroomed was found.